Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the reload was fully fired. The clamping mechanism was deformed. Staple pushers were flush to sub-flush with the cartridge. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that there was staple line bleeding. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions: application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adjustable gastric band and subcutaneous port removal, as well as a laparoscopic partial gastrectomy roux-en-y with intraoperative endoscopy, after firing the purple reload, bleeding occurred. When the remnant stomach was created, after 15 minutes of firing a purple reinforcement reload, there was staple line bleeding. Additionally, from the staple line at the jejunum after 20 minutes of firing a curved tip tan load, the same issue occurred. Suturing was performed as a staple line reinforcement to resolve the issue. It was noted that the surgical procedure was extended by about 30 minutes.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adjustable gastric band and subcutaneous port removal, as well as a laparoscopic partial gastrectomy roux-en-y with intraoperative endoscopy, staple line bleeding was observed from the remnant stomach after 20 minutes offiring a purple reinforcement reload. The same issue occurred on another purple reload. Additionally, from the staple line at the jejunum after 20 minutes of firing a curved tip tan load, the same issue occurred. Suturing was performed as a staple line reinforcement to resolve the issue. It was noted that the surgical procedure was extended by about 30 minutes.

Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n5f1652y); egia60avm, egia60avm egia 60 artic vasc med sulu (lot p4b0827); sig60ctavm, tri 2.0 sig60ctavm 60 CT vsclr med 12mm (lot n5c1845y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.